Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: preliminary analysis: review of stock: the procedure to review the units of this product code and lot number available. Showing that to date there are no units available in stock. Quantity produced / imported: (B)(4) units were manufactured and distributed of this code batch. Distributed quantity: reviewing the traceability of product code and lot number is performed; it identifies that all manufactured units were sold to 11 customers. Background: the procedure to conduct the review of the database of claims and verified that to date there are no incidences reported related to this product code and lot number. Batch record / record lot: revision of the figure for the production batch documentation, which control in process and finished product control was conducted checked. No deviations or alterations are identified during the process. Results for batch release: it is necessary to review the data relating to test tensile strength in the knot made for release batch test which yarn strength and the results are measured obtained are in accordance with the specifications in OEM. Analysis (s) sample (s): the samples received were reviewed and could be identified visually six units had fluid leak at the edge of the seal; this must be caused by an abnormality occurred in the process from the machine, which was corrected before receipt of this claim. Also 5 samples received in closed packing and which contained solution, underwent test the knot tensile strength, and showed that the results meet the requirements of OEM for this caliber and type suture; likewise, the thread presented a normal break for this test. Conclusions: based on the analyzes, this claim is "justified" for the cause of the leak is determined; we emphasize that in yarn strength no abnormality was identified, and the results of the testing of the samples were satisfactory. Actions: no action is required, the claim was corrected prior to receiving the report from the customer.

Event description:
Country of complaint: colombia. Surgeons state that the suture is easily broken at the time of use in a patient and have abnormal discoloration due to lack of liquid that covers the suture.